Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump was monitor for 24 hours and no motor arm cannot communicate with the main arm error or critical block and inverse critical block did not add to zero error noted during our testing or while being monitored. All bolus and alarms received during testing were properly recorded at the history files. No vibration anomalies were noted. The insulin pump had minor scratched display window and case. No damage to the belt clip rails was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received two different pump errors. The device vibration was also weak. The patient's blood glucose at the time of incident was 290 mg/dl. During troubleshooting the insulin pump failed the self test. Additionally, the customer had experienced a prior blood glucose value of 38 mg/dl. The patient did not troubleshoot for the low blood glucose. The insulin pump was returned for analysis.